Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low power hazards while connected to the mobile power unit (mpu). On 14jul2020, additional log files were submitted that revealed no external power alarms while the patient was supported by the mpu. The patient was issued a new mpu and the alarms resolved. It was unknown if the mpu power cord came loose at the wall/outlet or from the back of the mpu and there were no reported power outages at the time of the event.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of no external power was confirmed via the log file. The submitted log files spanned approximately 7 days ((B)(6)2020 per the timestamp). Atypical power cable disconnect alarms intermittently activated between (B)(6) 2020 at 23:04:24 and (B)(6)2020 at 10:18:10 due to power cable fault on both power cables not associated with a power source exchange. This occurred while the device was connected to mpu. No external power alarms activated on (B)(6) 2020 from 16:01:01 to 16:01:04, from 16:01:08 to 16:01:10, and from 16:01:44 to 16:01:48 due to both black and white lead diminishing to ~0v. The backup battery was able to provide power to the pump during these alarms. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The mobile power unit, serial mpu-29151, was not returned for analysis. Per provided information, the patient uses the v-lock cable and reported not experiencing the power cord coming loose at the wall outlet or the mpu. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged. Multiple attempts were made to request for product return; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Mpu-29151 was shipped to the customer on (B)(6)2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.